Manufacturer narrative:
Http://dx.doi.org/10.1016/j.ejvs.2016.02.015. Citation: r.w. Jamieson, p. Bachoo, a.l. Tambyraja. "Evidence for ethylene-vinyl-alcohol-copolymer liquid embolic agent as a monotherapy in treatment of endoleaks." Eur j vasc endovasc surg (2016) 51, 810e814. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00495. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that one death occurred as a result of limb and "chimney graft" occlusion.